Manufacturer narrative:
Investigation: x-review DHR x-inspect returned samples . *analysis and findings: (B)(4). Distribution history: this complaint unit was manufactured at csi on 9/10/2020 under wo #280419 & 280397 and shipped on 10/6/2020. Manufacturing record review: DHR's 280419 & 280397 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair log 96245. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the product tested to specifications free of the described complaint. Although not confirmed, there was a loose bj connector on the display board which directly services coag when using a handpiece. Generally, customers tend to use the foot pedal to activate the device. When checked at csi the complaint was not confirmed with the foot pedal or the handpiece. *correction and/or corrective action the unit's bj2 connector was tightened before it was tested to specifications and returned to the customer under warranty. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
(B)(4). Report submitted by csi rep. - I was notified of a product complaint for the following. Customer stated during leep procedure the coagulation energy didn't seem to function properly. 1216677-2021-00072 leep precision intg sys lp-10-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
E-complaint: (B)(4). Report submitted by csi rep. - I was notified of a product complaint for the following. Customer stated during leep procedure the coagulation energy didn't seem to function properly. Leep precision intg sys lp-10-120 e-complaint: (B)(4).